Event description:
It was reported that the head section motor is no longer working.

Manufacturer narrative:
It was reported that the head section motor is no longer working. The customer stated they believe the bed head section motor "blew up on itself" and that the motor is "puffed out". The motor was switched, and the bed started working. There were no reports of death, serious injury, medical intervention, or follow up care.